Event description:
Patient reported, "saw some information online about the warranty but would like some clarity on it" and "stated that it is the allergan recalled breast implants", "did not breastfeed", "too sore for that" and "hard as a rock".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side, ¿pain", "rupture" and "hypoechoic fluid". Device remains implanted.